Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and textured/anxiety.

Event description:
Healthcare professional reported left side rupture and exchange of textured devices due to patient's concern with product. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety/product/procedure: unable to confirm as it is a medical event not related to the device. Seroma-late: unable to confirm as it is a medical event not related to the device. Additional observations: rupture: not observed. Deformation observed. Wear abrasion observed. Crease fold observed. White calcification on the surface of the shell no further actions are required as the device was implanted.

Event description:
Healthcare professional additionally reported left side seroma. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, b.6, d.6b, h.6.

Event description:
Healthcare professional additionally reported left side seroma. Device has been explanted.